Event description:
During pt use, a 'backup battery failure' alarm occurred on ac power. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no additional pt info was provided.